Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 17 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Blood glucose (bg) of 53 mg/dl was entered into the pump by the user on 1/20/2020 at 09:18:07 am. A cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 09:20:55 am on 1/20/2020. A user initiated tubing fill of size 17.82 units was observed at 06:30:14 am on 1/20/2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Blood glucose (bg) of 34 mg/dl was entered into the pump by the user on 1/22/2020 at 12:55:18 am. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 12:50:55 am on 1/22/2020. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 11:26:32 pm date: 1/21/2020 iob: 8.11. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. The user made the following bolus request(s) without entering current glucose or carbohydrates: time: 10:38:21 pm date: 1/21/2020 iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. Continuous glucose monitor (cgm) values of 48 to 52 mg/dl were recorded at 09:20:55 am to 09:30:55 am on 1/20/2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 09:20:55 am on 1/20/2020. ¿ a user initiated tubing fill of size 17.82 units was observed at 06:30:14 am on 1/20/2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Continuous glucose monitor (cgm) values of 40 to 51 mg/dl were recorded at 09:40:58 am to 10:00:55 am on 1/20/2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 09:20:55 am on 1/20/2020. ¿ a user initiated tubing fill of size 17.82 units was observed at 06:30:14 am on 1/20/2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 5:20:57 pm to 5:55:55 pm on 1/20/2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 45 was enunciated at 5:20:57 pm on 1/20/2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 1:44:06 pm date: 1/20/2020 iob: 6.15; time: 3:33:27 pm date: 1/20/2020 iob: 6.70. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates: time: 1:26:31 pm date: 1/20/2020 iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. Continuous glucose monitor (cgm) value of 51 was recorded at 7:40:59 pm on 1/20/2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 7:35:57 pm on 1/20/2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 1:44:06 pm date: 1/20/2020 iob: 6.15; time: 3:33:27 pm date: 1/20/2020 iob: 6.70; time: 6:11:20 pm date: 1/20/2020 iob: 0.86. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) value of 53 was recorded at 7:55:55 pm on 1/20/2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 7:35:57 pm on 1/20/2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 3:33:27 pm date: 1/20/2020 iob: 6.70; time: 6:11:20 pm date: 1/20/2020 iob: 0.86. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) value of 53 was recorded at 8:50:55 pm on 1/20/2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 8:50:55 pm on 1/20/2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 3:33:27 pm date: 1/20/2020 iob: 6.70; time: 6:11:20 pm date: 1/20/2020 iob: 0.86. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) values of 50 to 53 mg/dl were recorded at 10:00:55 pm on 1/20/2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 11:40:56 pm on 1/20/2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 6:11:20 pm date: 1/20/2020 iob: 0.86. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates: time: 9:57:17 pm date: 1/20/2020 iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. Continuous glucose monitor (cgm) value of 50 was recorded at 11:40:56 pm on 1/20/2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 11:40:56 pm on 1/20/2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 6:11:20 pm date: 1/20/2020 iob: 0.86. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates: time: 9:57:17 pm date: 1/20/2020 iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. Continuous glucose monitor (cgm) values of 42 to 43 mg/dl were recorded at 12:55:57 am to 01:06:00 am on 1/22/2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 12:50:55 am on 1/22/2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 11:26:32 pm date: 1/21/2020 iob: 8.11. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates: time: 10:38:21 pm date: 1/21/2020 iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. Continuous glucose monitor (cgm) value of 52 was recorded at 01:15:55 am on 1/22/2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 12:50:55 am on 1/22/2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 11:26:32 pm date: 1/21/2020 iob: 8.11. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates: time: 10:38:21 pm date: 1/21/2020 iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. Continuous glucose monitor (cgm) value of 53 was recorded at 08:50:55 am on 1/22/2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 06:05:18 am date: 1/22/2020 iob: 2.75. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) values of 42 to 50 mg/dl were recorded at 4:00:54 pm to 4:15:54 pm on 1/23/2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 3:55:54 pm on 1/23/2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 3:00:52 pm date: 1/23/2020 iob: 3.67. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates: time: 2:42:08 pm date: 1/23/2020 iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 49 mg/dl were recorded at 07:00:56 am to 07:40:56 am on 1/24/2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 06:55:56 am on 1/24/2020. ¿ a 150% temporary basal rate was initiated by the user with a duration set to 35 min was observed at 02:21:29 am on 1/24/2020. Initiating a temporary rate greater than 100% without consulting an hcp could lead to a low bg event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 02:43:38 am date: 1/24/2020 iob: 3.08. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 43 to 53 mg/dl were recorded at 2:00:55 pm to 2:10:54 pm on 1/24/2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 2:00:55 pm on 1/24/2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 11:22:00 am date: 1/24/2020 iob: 4.56; time: 11:29:48 am date: 1/24/2020 iob: 11.71. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates: time: 10:34:40 am date: 1/24/2020 iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. Continuous glucose monitor (cgm) values of 46 to 50 mg/dl were recorded at 4:25:54 pm on 1/24/2020. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 11:22:00 am date: 1/24/2020 iob: 4.56; time: 11:29:48 am date: 1/24/2020 iob: 11.71. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates: time: 10:34:40 am date: 1/24/2020 iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels ranging from 33 to 47 mg/dl. Bg cause was not known. Customer consumed cold cereal, candy, gatorade, orange juice, and treated themselves with low-dosage glucagon shots to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.